Event description:
Events were discovered when lawsuit "john doe 6 plaintiff vs international medical devices.. Et al" was provided to the quality team. The lawsuit claims that this patient had complications as a result of receiving a penuma implant. John doe 6 was implanted with the penuma implant on (B)(6) 2020. The patient had the implant removed on (B)(6) 2021. The patient states that after the removal he suffers from extensive scar tissue, numbness and nerve damage, and penile curvature and shortening. The patient states they have significant mental and emotional suffering. The international medical devices team believes it has likely identified the patient due to the implantation date and correspondence with the clinic; however, counsel for the patient has not yet revealed the patient's identity.

Manufacturer narrative:
Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones include: "moderate to severe scar tissue formation." "Penile shortening and/or possible penile/implant misalignment." "Lack of sensation on parts of penis from nerve interruption causing numbness and loss of sensitivity." "Penile deformity." "Any deviation from the post-operative instructions will likely result in additional complications and risks, which may require additional treatment, including potential surgery." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists penile contracture, scar formation, loss of skin sensitivity/sensation, and penile curvature as anticipated adverse events. The implantation procedure was successfully completed with no complications. The patient was doing well one day post-op; there was no erythema or hematoma. The incision line was clean, and the implant was in excellent position. At four days post-op, the patient was examined again. There was no seroma, erythema, or hematoma. The implant was still in excellent position. The drain was removed. The patient was reminded of the proper post-op protocols. The patient contacted his doctor almost one month after the operation stated he had fluid collecting. The doctor advised the patient to continue wearing the tubiheal and to set up an appointment with himself or dr. Elist. The patient stated he stuck a needle into the seroma himself and drained it. This action is against post-operative protocol; it can cause infection, hematoma and potential skin damage. The patient stated he had the penuma device removed on (B)(6) 2021; the removal was completed by a physician outside the penuma network. The penuma implant is intended to be removed by a penuma physician. Additional complications can arise when removal is facilitated by a physician outside the penuma physician network. Physicians that are untrained in penuma insertion and/or removal may deploy surgical techniques, pre-operative guidelines, post-operative guidelines, and other clinic/surgical approaches that are inconsistent with the prevailing standard of care, thus potentially causing additional complications.

Manufacturer narrative:
As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, lists pain and penile curvature as anticipated adverse events and implant extrusion/perforation as anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. The root cause of this investigation is known inherent risk of the device and failure to follow post operative instructions and improper removal. A review of the batch record was previously performed, and the device was manufactured to specification with no deviations. UDI related data quality updates only: the manufacturing date is not included in the label as pi. The brand name, model #, and UDI were corrected.

Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4), however, this is a follow-up to a previously submitted 3010606546-2023-00011. The lawsuit reports that the patient experienced pain, unnatural curvature, protrusion, and a painful revision surgery.